Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that there may be a difference of recognition of handling of the device and reprocessing method between what was recommended by olympus and the recognition of the subject facility. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use (IFU): IFU warns against improper reprocessing describing ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them¿. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope was reprocessed in an oer-4 (endoscope cleaner) that had a sticky white substance on the top cover. No patient infections or injuries reported.